Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to claim no audio output on (B)(6) 2015. At the time of the call to dexcom technical support, patient claimed to have experienced a hyperglycemic event. Patient reported experiencing an extreme high while sleeping. Patient's husband noticed the patient sweating and woke patient up. Patient already had an appointment with her endocrinologist for ongoing monitoring of her bg levels in preparation for upcoming surgery, and doctor addressed the high during sleep during the night just hours before her appointment. Patient relayed currently taking heart medication in preparation for open heart surgery. The medication keeps the patient's bg levels low and patient is unable to distinguish between high and low bg levels. Additionally, during the call, dexcom technical support advised patient to test the alert functionality and reported alerts were not functional, but device did vibrate. No injuries or medical intervention were reported. Dexcom technical support made a follow up call to the patient on (B)(6) 2015. Patient relayed went to her endocrinologist's office and was monitored for a couple of hours and sent home. Patient's medication was not altered and no further medication intervention was required. Patient reported to dexcom technical support a current condition of stable.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. An interior inspection was performed and the inspection passed. Functional testing was and a manual drop test was performed and the tests failed, confirming the reported event of no audio output. The root cause was determined to be a defective speaker. Additionally, the patient had reported a hyperglycemic event. It should be noted that diabetes mellitus is a known cause of hyperglycemia and sweating.